Event description:
Customer reported that a t-connector with a cracked female luer was found leaking at connection while infusing tpn. There was no report of patient harm or medical intervention required. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The device has been received but evaluation is not complete. A follow up report will be submitted with the evaluation results once the investigation has been completed.